Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead found that the helix mechanism was extended and dried blood was noted in the helix housing. A laboratory technician tested the helix mechanism and found it was nonfunctional, confirming the clinical observation. Based upon the clinical observations and the laboratory findings, we believe that body fluid inside the helix housing may have contributed to the irregularity in helix function. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the electrode tip found no anomalies. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported lead dislodgement.

Event description:
It was reported that this implantable defibrillation lead was not pacing as expected. It was determined the lead had dislodged. During the revision procedure, difficulty was experience retracting the helix mechanism. The lead was explanted and successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable defibrillation lead was not pacing as expected. It was determined the lead had dislodged. During the revision procedure, difficulty was experience retracting the helix mechanism. The lead was explanted and successfully replaced. No additional adverse patient effects were reported. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.